Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified that the setscrew was fully detached from the device header and stuck the the tip of the implant wrench. It was determined that the tip of the wrench was not aligned with the slot on the setscrew, resulting in the field observations. Laboratory analysis determined induced damage due to excessive force allowed the wrench to impale into setscrew slot edge, resulting in the stuck setscrew. The pacing and sensing functions of the device were verified per automated testing, and the device met specification electrically.

Event description:
Boston scientific received information that during the implant of this device, the setscrew would not engage the threads of the header on the device and would not tighten. After multiple attempts, the setscrew fully came out of the header and remained stuck to the tip of the wrench used at implant. The device was removed and was returned for analysis.